Manufacturer narrative:
PICC catheter broke during use. No injury to patient. Product returned for review. Microscopic review of the break reveals that the catheter was stretched prior to break. Site dressing materials returned with the catheter demonstrate that the catheter was not secured according to the manufacturer's prescription. Stretching of the catheter indicates that the catheter was not properly secured and protected. This instance is believed to be user error.

Event description:
A 1.4 fr polyurethane PICC catheter broke at the hub.